Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that during exercise the user experienced hypoglycemia and stated that the ilet delivered corrections that led to glucose ¿crashes,¿ suggesting potential over delivery or aggressive correction while active. Investigation included attempts to obtain a blood glucose questionnaire and event details through multiple follow-up calls without success. Investigation of this case revealed that the cause of the hypoglycemia was unclear due to limited information. No clinical symptoms associated with hypoglycemia reported. Outcomes included temporary interference with normal activities due to the hypoglycemic episode without medical intervention or hospitalization. It was concluded that the event involved hypoglycemia with an undetermined cause and no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.